Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened button dome switch. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip. No moisture damage was noted inside of the insulin pump.

Event description:
It was reported that the insulin pump alarmed button error during a bolus attempt. The blood glucose reading was 135 mg/dl. No significant events leading to the alarm were observed; the customer noted that it had been raining before, but not during the call. Advised discontinuation of the insulin pump. Nothing further reported.